Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
It was reported that the patient's pacemaker was explanted due to infection.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received noted that no healthcare professional alleges that the product or related procedures caused or contributed to the infection. The patient was stable post procedure.